Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to migration of the inferior vena cava (ivc) filter and perforation of the psoas muscle. As a direct and proximate result of the filter malfunction, the decedent suffered bodily injury resulting in pain and suffering, mental anguish, loss of enjoyment of life, and medical expenses. The patient¿s medical history included pulmonary emboli with possible gastrointestinal bleeding. Per the implant records, the filter was inserted and deployed in the inferior vena cava just above the bifurcation of the iliac vein. The patent returned to the recovery room in good condition. Approximately seven months after the filter was implanted, the patient underwent a computerized tomography (CT) scan of the pelvis due to a fall and pain. Results of the CT scan revealed an inferior vena cava filter which appeared to be within the right psoas muscle; there was apparent malposition of the ivc filter, in addition to diverticulosis without definite evidence of diverticulitis. A gallbladder ultrasound was also indicated for the upper right-upper quadrant pain. The results demonstrated the gallbladder to be adequately distended; a thin gallbladder wall was noted and a tiny echogenic focus was noted within the gallbladder representing a small polyp measuring 4 x 3 mm in size. As per the death certificate, shock was the immediate cause of death due to cardiopulmonary arrest. According to the information received in the patient profile form (ppf), the patient experienced perforation of the filter strut(s) outside the inferior vena cava (ivc), perforation of the filter strut(s) into organs; perforation of the psoas muscle, abnormally enlarged, migration of the filter other than to the heart, in addition to death caused by shock and cardiopulmonary arrest. The decedent further suffered from sharp abdominal pain, and emotional distress up to the point of death.

Manufacturer narrative:
As reported, a patient had placement of a trapease inferior vena cava (ivc) filter. Medical history includes pulmonary emboli with possible gastrointestinal bleeding. Per the implant records, the filter was deployed in the inferior vena cava just above the bifurcation of the iliac vein. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to migration of the filter and perforation of the psoas muscle. Approximately seven months after implant, a CT scan of the pelvis revealed an ivc filter which appeared to be within the right psoas muscle; there was apparent malposition of the ivc filter, in addition to diverticulosis without definite evidence of diverticulitis. A gallbladder ultrasound demonstrated the gallbladder to be adequately distended; a thin gallbladder wall was noted, and a tiny echogenic focus was noted within the gallbladder representing a small polyp measuring 4 x 3 mm in size. Per the death certificate, shock was the immediate cause of death secondary to cardiopulmonary arrest. Per the patient profile form (ppf), the patient experienced perforation of the filter strut(s) outside the inferior vena cava (ivc), perforation of the filter strut(s) into organs; perforation of the psoas muscle, abnormally enlarged, migration of the filter other than to the heart, in addition to death caused by shock and cardiopulmonary arrest. The decedent further suffered from sharp abdominal pain, and emotional distress up to the point of death. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and adjacent organs, resulting in muscle damage; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to migration of the inferior vena cava (ivc) filter and perforation of the psoas muscle. The patient further reports mental anguish, and loss of enjoyment of life. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and surrounding structure perforation, with resultant damages, from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to migration of the inferior vena cava (ivc) filter and perforation of the psoas muscle. As a direct and proximate result of the filter malfunction, the decedent suffered bodily injury resulting in pain and suffering, mental anguish, loss of enjoyment of life, and medical expenses.